Event description:
A consumer reported that his surgeon made him shortsighted following intraocular lens (iol) implant surgery. He has never needed to use distance eyepieces before, but now can see better with glasses. The consumer has not provided the surgeon's name and contact info; therefore, no follow up could be conducted.

Manufacturer narrative:
The product has not been received for eval; the device remains implanted. Product history records could not be reviewed because the rptr did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. The consumer has not provided the surgeon's name and contact info; therefore, no follow up could be conducted. (B)(4).